Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett¿s esophagus. This pt was prospectively enrolled with a 5cm barrett¿s high grade dysplasia. After a secondary focal ablation pt developed a stricture which was subsequently dilated and the pt¿s symptoms were improved. Per the physician, the severity of this event was moderate, and relationship of the event to the device procedure was not related, and there was no device malfunction.